Manufacturer narrative:
Result: inlet power connector modules and fuses.

Event description:
It was reported by service report that the bed does not power up. No pt involvement or adverse consequences are reported.